Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer inspected the inseparable magnet, found good and loose latch sensor in the assembly. A field service engineer replaced the assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that the malfunction caused a delay to the patient care. The customer reported that the user has tried to reboot even though it doesn't work. There were no adverse events or injuries reported based on this event.